Manufacturer narrative:
(B)(4) date sent: 5/18/2026 d4 batch #: c9e162. Additional information was requested and the following was obtained: no patient did not have any adverse consequence. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the black coating of the blade damaged. The device was connected to a test handpiece on the energy system. During functional testing, it was noted that the hand activation buttons were nonfunctional. However, the device did activate when tested with the footswitch. During functional testing, the clamp arm of the device could not open and close. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The device was disassembled to verify the condition of the internal components. Corrosion was observed on the hand activation domes. Additionally, it was found that the lever link pin was missing, but upon visual inspection, marks were noted that it was present. This rendered the clamp arm nonfunctional it is possible that the evidence suggests that prolonged use may have resulted in wear and tear, contributing to component degradation, damage, and missing parts, including the pin which may have affected device performance. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch c9e162, and no non-conformances were identified.

Event description:
It was reported that during a tlh the probe not working. The closing handle is stuck.